Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report#3006705815-2017-01287. It was reported the patient experienced ineffective stimulation due to lead migration. Reportedly, x-rays taken a month ago confirmed the issue. As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the right lead was repositioned back to its original location. Follow-up identified the postoperative visit was pending. Note: both leads are being reported as it's unknown which device contributed to the event.